Event description:
It was reported that the intraocular lens was removed intraoperatively fro the pt's eye due to unspecified haptic damage. The incision was enlarged to remove the lens. Another lens was implanted successfully. Please reference MDR# 1119279-2013-00095 for the delivery device used in this event.

Manufacturer narrative:
The lens has not been returned to bausch+lomb for eval. Investigation of this event is in progress. A supplemental report will bw submitted upon completion of the investigation.